Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the cassette malfunctioned and would not work on any pump. Patient had a backup device to switch to in order to continue their life-sustaining infusion. There was no patient, or clinician injury associated with this event. No further details provided.